Event description:
A surgeon reports that following unilateral intraocular lens (iol) impalnt surgery, a patient complaints that his vision is like looking through stretched saran wrap or a light film of vaseline. The patient mentioned that he sometimes has double vision or hazy vision. Follow-up with the surgeon revealed that the patient history has only recently had the lens implanted and may require some additional time for the brain to adjust to unilateral implantation of this lens.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.